Event description:
It was reported that a half day infusor device experienced a no-flow condition. This occurred during patient infusion with desferrioxamine and sodium chloride. It was reported that then the patient returned to the facility to be disconnected from the device none of the solution had infused. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection found no signs of blockage or abnormalities that could have contributed to the reported condition. Functional testing found that the device flowed normally without stopping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem could not be confirmed based on the device evaluation. Should additional relevant information become available a supplemental report will be submitted.